Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to pulling back from the original apical position and exhibited high pacing thresholds. The rv lead was repositioned to the floor of rv near the apex. The rv lead remains in service. No additional adverse patient effects were reported.